Manufacturer narrative:
Batch review performed on 29 april 2016. (B)(4). On 02 may 2016 it was prepared a final report with the information here reported. On 03 may 2016 the report was sent to the initial reporter and the case was closed. Not available.

Event description:
The patient came in complaining of pain due to swelling. The surgeon determined the pain was caused by an infection. The surgeon washed out the hip and swapped head and liner. The surgery was completed successfully. X-rays and explants are not available.